Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy rash under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the rash. The patient¿s physician medication for the rash. Follow up indicated that the rash improved.